Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was displaying inaccurately high results compared to her feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. During (B)(6) 2012 the patient alleged the issue first occurred. On an unknown date and time the patient alleged obtaining readings of "163, 154, 195, 108, 217, 269, 278, 148, 147, 123, 157, and 118mg/dl." It is unclear how much time passed in between the readings. The patient reported using oral medications with diet and exercise to manage her diabetes. The patient reported on the day of the alleged issue, she had less to eat or drink than usual, and immediately after developed symptoms of "sweating and fatigue." The patient reported on the day of the alleged issue she self treated with nateglinide, 120mg, 2 pills. At the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement at the time of testing and the patient's test strips were in good condition. However a control solution test was not run due to the reporter not having control solution available. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims, due to the alleged issue, she developed symptoms suggestive of hypoglycemia and required self treatment to prevent further injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up (2/7/2013)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013 respectively with the following findings: the meter passed all testing with no faults found. The error could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The retain test strips were tested and they passed testing with no faults found.